Event description:
It was reported that black screen problem/monitor occurred. The target lesion was located in the coronary artery. A ce ilab was used. Prior the procedure, the physician found that the device had a black screen. The procedure was not completed due to this event. The patient is stable, no patient complications or other additional intervention reported.

Manufacturer narrative:
Device evaluated by MFR: the image pc failed to power up when attempted to verified software version, there fore functional test was not performed by san jose cis personnel.

Event description:
It was reported that black screen problem/monitor occurred. The target lesion was located in the coronary artery. A ce ilab was used. Prior the procedure, the physician found that the device had a black screen. The procedure was not completed due to this event. The patient is stable, no patient complications or other additional intervention reported.